Event description:
It was reported that during the procedure in the moderately calcified mid left anterior descending artery, a 3.0x15 nc trek balloon was inflated to 12 atmospheres for 30 seconds for post-dilatation of a 3.0x16 non-abbott stent. During removal of the balloon catheter, resistance was felt with the non-abbott guide wire. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide catheter: launcher 7f sal 1.0 sh. Stent: taxus element 3.0x16mm. The device was returned for evaluation. The reported resistance with the guide wire could not be confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.